Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display malfunctioned. There was no report of injury or medical intervention. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. The receiver log was reviewed and screen error alarms were observed. The customer complaint was confirmed during log review. A root cause could not be determined. No additional event or patient information is available.